Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 200cc saline breast prosthesis, catalog #3501625, serial #(B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision procedure with mentor smooth round moderate profile 200cc saline breast prostheses when the right breast prosthesis deflated after implantation. Deflation was diagnosed during a doctor¿s visit. As a result, the patient underwent bilateral explantation on (B)(6) 2018. During explantation surgery, it was observed that the left breast prosthesis had deflated as well. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 07/06/2018, mentor failure analysis lab received the device for evaluation. On 07/06/2018, mentor received additional information about the event: the date of event was originally reported to be (B)(6) 2018. New information states that the date of event is (B)(6) 2018. Patient¿s explanted devices were replaced with mentor smooth round moderate profile 200cc saline breast prostheses. On 07/06/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 07/20/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 1.3 cm on the posterior aspect. A crease at the anterior aspect and extending to the posterior aspect was also noticed. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).